Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during treatment for the atherosclerosis stenosis located on the left mca (middle cerebral artery), when delivering the subject guidewire to the distal of mca m2 segment, and it was hard to advance the non-stryker balloon catheter. The physician attempted to retract the balloon a couple of times and re-pushed it again, but the balloon was still not able to be advanced and then found the tip of the subject guidewire was fractured. The tip of the subject guidewire was left in tail of ica (internal carotid artery ) to mca -m2 segment. Another guidewire was used to guide the balloon catheter to pass the lesion and dilated and then used another balloon to dilate. A non stryker microcatheter was used to pass the lesion and deployed the stent to the lesion (noted that the stent was a part of the procedure). The fractured of the subject guidewire was covered between the stent and the vessel wall. The blood flow was smooth, and no complication was occurred. The procedure was completed, and the patient's condition was good. According to the physician, there was no retreatment planned to remove the broken guidewire. The physician thinks that the main reason for guidewire breakage because of the distal splicing point of the guide wire.

Event description:
It was reported that during treatment for the atherosclerosis stenosis located on the left mca (middle cerebral artery), when delivering the subject guidewire to the distal of mca m2 segment, and it was hard to advance the non-stryker balloon catheter. The physician attempted to retract the balloon a couple of times and re-pushed it again, but the balloon was still not able to be advanced and then found the tip of the subject guidewire was fractured. The tip of the subject guidewire was left in tail of ica (internal carotid artery ) to mca -m2 segment. Another guidewire was used to guide the balloon catheter to pass the lesion and dilated and then used another balloon to dilate. A non stryker microcatheter was used to pass the lesion and deployed the stent to the lesion (noted that the stent was a part of the procedure). The fractured of the subject guidewire was covered between the stent and the vessel wall. The blood flow was smooth, and no complication was occurred. The procedure was completed, and the patient's condition was good. According to the physician, there was no retreatment planned to remove the broken guidewire. The physician thinks that the main reason for guidewire breakage because of the distal splicing point of the guide wire.

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and no excessive force was applied. A medtronic sprinter legend balloon (1.5mm*15mm) was used in conjunction with the subject guidewire and resistance was noted when advancing the balloon along the guidewire in the distal mca m2 segment. In the case of this complaint, it is possible that the guidewire may have been damaged at some point during advancement to the treatment site and as a result, resistance was encountered when tracking the balloon. Due to retracting and advancing against resistance, the distal end of the guidewire likely fractured. An assignable cause of procedural factors will be assigned to the reported event 'guidewire difficult to advance', 'guidewire distal tip broken/fractured during use', and 'un-retrieved device fragments' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.